Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. The physician stated that the patient had developed anastomotic failure on (B)(4) 2011, which was later described as anastomotic insufficiency with leakage of contrast agent in a cat scan with rectal filling. The patient was treated with ceftriaxon and metronidazol. The physician opines the cause of the anastomotic failure was the low level of anastomosis in a rectum resection in a patient with diabetes mellitus, peripheral artery occlusive disease and adipositas permagna, and the installation of ileostoma was impossible due to adipositas. The current status of the patient is good general condition, still receiving outpatient treatment, and the wound of the median laparotomy is healed. (B)(4)

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: pds ll plus antibacterial suture. Pds ii (polydioxanone) suture.

Event description:
It was reported that a patient underwent a midline laparotomy on unknown date and suture was used for abdominal fascial closure. The patient experienced a wound dehiscence on (B)(6) 2011 and was treated with wound treatment. The patient has recovered completely. Additional information has been requested.